Event description:
It was reported that the alarm 75 (non-recoverable system error) occurred in an arctic sun device. Per review of wo on 02jul2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 02jul2024, the device would be sent to imi. The device was not repaired yet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed t3 thermistor. The device was evaluated upon receipt. The error 75 was not reproducible, although error 76 was seen which is similar to 75. Same component not reading temperature right (t3). Replaced manifold harness. Unit was evaluated for functionality per baw2800162 rev0. Arctic sun passed all tests successfully and unit is ready to be back in service. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800261 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 75 (non-recoverable system error) occurred in an arctic sun device. Per review of wo on 02jul2024, device was used on patient and no patient injury was reported. Per follow up information received via email on 02jul2024, the device would be sent to imi. The device was not repaired yet.